Event description:
It was reported that the programmer generated an error code. Follow-up determined that the error occurred during start-up and that the programmer was replaced. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer booted to an error and the link electronic module board was replaced and calibrated to repair. The hard drive was reconfigured and the software loaded to a different version. Analysis also found stressed tabs on the power cord bay door and a broken handle on the upper case, both were replaced. Product ID: 2067l radiofrequency programmer head; product ID: 229047 software analyzer.